Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) upon power up at the medicine area b. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the system error 345 was able to be reproduced. A review of the event history log revealed system error 345 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a attributable to the upstream and downstream thermistor being out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.